Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: were there staples missing from the staple line? No. Did the patient require a blood transfusion? No.

Event description:
It was reported that during a right lobectomy procedure, the surgeon used the device with three gold cartridges on the second to fourth firing to anastomose the lobi pulmonis. The formed staples were formed disorderly on the second firing and the fourth firing. Several staples stood out of the queue. There was errhysis, less than ten ml on the third firing. Hand sewing was used after each firing to complete the procedure. There were no adverse consequences for the patient reported.